Event description:
The user facility reported their system 1e unit was leaking water from the back of the unit. The reported volume of the spill covered an approximate 1 foot by 1 foot section of the floor. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived at the facility and observed the system 1e water inlet hose was connected to a garden hose quick disconnector. The quick disconnector was then attached to the pre a/b filter assembly of the system 1e unit. The garden hose quick disconnector is a non-steris part. The part is not manufactured by steris and should not be utilized on the system 1e unit. The technician observed a crack located on the quick disconnector which created a leak path for the incoming water supply. The technician removed the non-steris quick disconnector and correctly reattached the inlet hose to the system 1e unit. The field service representative tested the unit and returned it to service. The technician advised the customer not to use non-steris parts on their system 1e unit.